Manufacturer narrative:
H3,h6: no investigation could be performed, no conclusion could be drawn as no device was received.

Event description:
A 2.0mm ti sagittal split plate, implanted in the lower jaw of the patient was noted as broken on an x-ray. Plate was implanted, along with another plate on the upper jaw, for a lefort I fracture. The broken was removed.